Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was reprogrammed. The patient was in stable condition.